Event description:
It was reported that the patient was originally admitted for surgery for aortic valve replacement and returned to the theatre several times due to complications. The PICC (peripherally inserted central catheter) was inserted into the right basilic vein for IV access in the intensive care unit. However, during the tearing and withdrawing of the outer sheath, a piece of the plastic broke off and remained in the patient subcutaneously. The sheath did not appear to tear as neatly as intended. An ultrasound was performed to locate the fragment and the patient was readmitted to the theatre to remove the fragment from the right arm. The fragment was removed and a replacement kit was successfully used to complete the procedure. There was no reported delay, death or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.